Event description:
It was reported that a patient with a history of lateral gluteal and leg pain underwent a bilateral l4 revision hemilaminectomy, bilateral l5 and s1 medial facetectomy and foraminotomy. Bilateral revision l4 laminotomy, bilateral l5 nerve root decompression along the lateral recess and foramen. No implants were used in the procedure. At an unknown time post-op, the patient underwent and l5-s1 plif with placement of a fusion device and bmp. Along with this the patient underwent a revision of right and left l5 hemilaminectomy, medial facetectomy and foraminotomy with revision of right and left l4 laminotomy to treat the still present chronic leg pain. Intraoperative findings noted spinal stenosis and disc herniation within l5-s1 causing compression of the right l5 root. No complications were noted. No further details are noted at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.